Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the pump was confirmed to be noisy and the pump was found to be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a noisy pump. There were no reported adverse events.